Event description:
Ez flow 480 pump in pca mode started to pump at a faster rate than programmed (2 cc/min rather than 2 cc/hr) resulting in morphine toxicity to pt (morphine concentration was 50 mg/ml).